Manufacturer narrative:
The complaint description states that there was some sharp shards on the part of the handle where it is held by the surgeon so the technician expressed concerns that it could either cut someone's hand or shards could end up in a patient. A search into the complaints database was performed, one other similar complaint was reported for the affected product code and lot combination (B)(4). The product was manufactured in 2005. The device was evaluated by depuy synthes engineering department in melbourne, with the following conclusion: as can be seen from the attached photos there is considerable impaction damage to the broach handle. The root cause of the reported event has been attributed to wear and tear. Based on the information received and the investigation performed, the root cause of the incident is due to wear and tear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was brought to my attention by the orthopaedic technician at the hospital that the cssd department had refused to re-sterilize one of the corail broach handles because sharp shards were appearing on it. On examination there was some sharp shards on the part of the handle where it is held by the surgeon so the technician expressed concerns that it could either cut someone's hand or shards could end up in a patient.